Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/06/2015.

Event description:
According to the reporter: the needle broke in half as they were passing needle through vaginal cuff tissue. Was the device used in patient: yes. Was there patient involvement: yes. Was there patient injury/hazard: no. Was there user injury/hazard?: no. Unanticipated tissue loss? No. Unanticipated ext for incision more 1in? No. Was the delay over 30 minutes: no. Device fragment fall in patient cavity? Yes. If yes, what component? Broken needle. Device fragment left in patient? No. What was done to correct condition? They were able to remove both halves of needle from patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date of initial report: 10/24/2014.